Manufacturer narrative:
The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device UDI # has been updated to (B)(4).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end and is part of the affected population documented in field action # (B)(4) grip cables. A representative image of a frayed grip cable is attached to characterize the failure mode identified during failure analysis. The failure mode investigation for the affected population is documented in (B)(4), and corrective and preventive actions are detailed in capa1034101. Intuitive is implementing updated product with an intent to reduce cable failure rates as communicated in customer letter 5556045-01. Additionally, the instrument was found to have damaged conductor wire insulation at the yaw, the insulation was peeled off and a piece was missing of the conductor wire insulation measured roughly 0.0345"x 0.0230". The internal conductor wires were exposed. The internal wire was frayed. The instrument passed the electrical continuity test. The instrument was found to have a mechanical indentations on the yaw - 1 - pulley. One side of the yaw pulley had mechanical indentations caused the damage to the conductor wire insulation. The complaint regarding a frayed cable was confirmed by failure analysis.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.